Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer declined a pump replacement offered by technical support and opted to reboot the pump, despite having reported at least three occurrences of the same malfunction previously. Technical support assisted with the reset, and the customer was able to resume insulin delivery.